Event description:
It was reported that the device, "failed accuracy test from recent biomedical checks." There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The device ran as intended. The reported complaint was not duplicated. The device passed the visual inspection, functional test and accuracy testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.